Event description:
The following was reported to davol by the patient: is it alleged that the patient was implanted with a bard/davol 3d max mesh during a laparoscopic inguinal hernia repair procedure on (B)(6) 2014. Reportedly, two days later, the patient noticed hives beginning to appear on his abdomen, back and hands. The patient also alleges that he has experienced difficulty breathing, asthma and itchy skin. Reportedly, in (B)(6) 2015 the patient underwent a surgical procedure for the removal of three nerves and also had nerve blocks to treat pain. A mesh sample was provided to the patient's allergist and the reactivity testing was reported to be inconclusive. Allegedly, on (B)(6) 2015 the mesh was explanted, the patient states that his symptoms resolved upon explant of the mesh, but he can no longer do some things that he used to. The patient states that he has been out of work since (B)(6) 2014 and is unable to return to his construction job.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patients alleged post operative experience. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)

Manufacturer narrative:
This is an addendum to the initial MDR and is based on medical records provided by the patient. It is noted by the surgeon in the explant operative report "I would like to note that during dissection, the mesh was positioned appropriately and I did not see a technical error with the hernia repair that was done laparoscopically. I also palpated widely through the preperitoneal space and onto the peritoneal cavity for evidence of tack or sutures that may have been causing nerve entrapment and again could not grossly identify that as a complication." Post operative follow up indicates that the patient is doing well. Based on the information obtained from the patient's medical records this complaint remains inconclusive. At the time of explant the surgeon found no device related problem that could account for the post operative complications experienced by the patient. If additional information is obtained, a follow up MDR will be submitted.